Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-14309. It was reported that a bardycardic patient presented for a follow-up in clinic. Upon device interrogation it was noted that the patient's heart rate was below the programmed rate and was suspected that the patient's right ventricular lead or left ventricular lead was dislodged. The patient was prescribed medication as treatment and was stable throughout the event.